Event description:
The physician reports performing cataract surgery in the left eye with attempted implantation of the eternity x-70 iol using the eternitynavi injector system. During lens insertion, the leading haptic tore. The iol was removed and replaced with a different lens model; during the lens removal from the eye iris prolapse was observed. The wound was sutured and the surgery was completed with no sequelae.

Manufacturer narrative:
The damaged iol was returned to the MFR (avs) and evaluated. The visual exam confirmed that the leading haptic was missing. A haptic pull test was performed on the remaining haptic and it was within specifications. The mfg device history records were reviewed and there were no deviations that relate to the reported issue. The root cause of the reported issue of haptic damage is likely related to injector use.